Manufacturer narrative:
The insulin pump was received with a33 error alarm during displacement test due to high motor current draw. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer stated the alarm has occurred three times. Customer's blood glucose was 187 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.